Manufacturer narrative:
The local area sales representative was contacted for additional information such as the physician's name involved in the treatment. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead. In addition, there was no sensing and loss of capture (loc) was observed at maximum output. Technical services (ts) suspected of a possible lead fracture; however, it was not conclusive. Further reprogramming adjustments and monitoring was recommended. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead. In addition, there was no sensing and loss of capture (loc) was observed at maximum output. Technical services (ts) suspected of a possible lead fracture; however, it was not conclusive. Further reprogramming adjustments and monitoring was recommended. No adverse patient effects were reported. This crt-d remains in service. Additional information was received, a chest x ray was performed, a lead fracture was still highly suspected. No header-lead connection issues were observed. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section e. 1 and h. 6 device and impact codes. The local area sales representative was contacted for additional information such as the physician's name involved in the treatment. At this time, no further information is available. Should additional information become available this report will be updated.